Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, pump error 25: this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running , charge/battery lasts less than expected, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1780kl, unk_reservoir. Troubleshooting was performed. The customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm didn't recur after inserting a new battery or recurring alarms were not identified in alarm history. The customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind. Explained how to resolve power error detected condition. The customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. The customer reported crack in the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. No product return is required for unomedical. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for unk_reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Product mmt-1780k will not be return for analysis.